Manufacturer narrative:
According to the internal investigation, the reported event could not be confirmed. Our internal investigation has shown that the implant was designed and manufactured properly in accordance with our procedures and within the specifications provided by the surgeon via the customized solutions website. Finally, it was confirmed that the implant was manufactured correctly according to the design which had been approved by the surgeon. According to the consulted senior staff r&d cmf, a surgeon complaint that an implant ordered with a surgical fit is too small is not valid, because decrease of implant size/increased clearance is exactly the intention of this implant feature/of this implant order option. Based on the statistical evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported by a company representative that a custom cranial implant would not properly fit a patient. There was a delay of over one hour in this case. There was no additional medical intervention reported for this case.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a custom cranial implant would not properly fit a patient. There was a delay of over one hour in this case. There was no additional medical intervention reported for this case.